Manufacturer narrative:
(B)(4). Results: disease progression, worsening of the dissection. Stent graft was implanted in a patient with a pre-operatively dissected thoracic aorta. Conclusions: disease progression, worsening of the dissection. Stent graft was implanted in a patient with a pre-operatively dissected thoracic aorta.

Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that the false channel collapsed due to disease progression and the dissection worsened. The decision was made to implant two valiant captivia stent grafts a 34x34x100 and a 40x40x150 due to diameter of the thoracic aorta. There appeared to be some extravasation outside the stent graft which per the physician was not related to the valiant captivia stent grafts and it was confirmed there was no endoleak. After insertion of a chest tube the extravasation resolved and the patient did not require additional intervention. No additional clinical sequelae were reported and the patient is fine.